Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The technician alleged that the brake pedal will set in the brake position but the casters do not hold in brake mode. No injuries reported.